Event description:
Consumer was using drive medical shower chair in tub. While showering, the plastic seat of chair cracked and broke in two. The consumer fell to the bottom of the tub. In addition to the trauma of the fall, the broken plastic shattered and left pieces of sharp plastic that were potentially injurious. As f/u, the pt visited her primary care physician on the (B)(6) 2018. The pt reports that she had a bruised tailbone, several other bruises and a large hematoma.